Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited that the adhesive part of the objective lens had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.